Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The 2008 15- month spyglass visualization system spybite product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the second of three devices used during the same procedure. Refer to associated MFR report # 3005099803-2008-00216 for the event details.